Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed user advisory (ua) 41 (patient temperature sensor failure) error message" was confirmed during the functional testing and based on the archive data review. The root cause for the reported complaint was due to the defective temperature sensor. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. Upon visual inspection, noticed damage on the front enclosure, bottom enclosure and battery lock. These damages are unrelated to the reported complaint. The possible cause for the physical damage was due to user mishandling. The damaged parts were replaced to address the physical damage. In addition, unrelated to the reported complaint. Noticed sticky clutch plate. The clutch plate was deburred to address the sticky clutch. During initial functional testing, the autopulse platform displayed ua41 (patient temperature sensor failure) error message intermittently. The archive data review showed occurrence of ua41 error message on the reported complaint date. The temperature sensor was replaced to address the ua41 error. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Upon customer approval, the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. No further information was provided. No known impact or consequence to patient information was provided.